Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the battery cap couldn't be removed from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/09/2016. Device evaluation: the device has been returned and evaluated by product analysis on 02/03/2016 with the following findings: investigators confirmed the original complaint; the battery cap was stuck to the pump. The groove on top of the battery cap was damaged and the cap was difficult to remove from the pump. No damage was found to the battery compartment. A test cap was used and able to secure.